Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation with the available details. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm bioprosthetic aortic heart valve is failing after eight (8) years, six (6) months due to stenosis. As reported, the patient is being evaluated for valve-in-valve intervention but a procedure has yet to be performed. No additional details provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
This (B)(6) patient underwent valve-in-valve treatment to treat his aortic bioprosthetic valve due to severe aortic stenosis. The implant duration of the bioprosthetic valve was eight years and seven months. A 29mm non-edwards transcatheter valve was implanted inside the aortic position. There were no reported complications.